Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge. Customer continued to use the existing cartridge. There was no adverse impact to customer¿s blood glucose level.